Manufacturer narrative:
Event description on (B)(6) 2025, the manufacturer a.t.s applicazione tecnologie speciali s.r.l. Was informed by the importer fujifilm healthcare americas corporation of an issue that occurred on (B)(6) 2025 involving a persona c system installed at copper ridge surgical center. During system boot-up, the persona c logo appeared on the display, but the trolley showed a message stating "the machine is going to sleep," followed by automatic shutdown of the system. Due to this malfunction, the ongoing surgical procedure had to be interrupted, and the patient was brought out of anesthesia. No additional information regarding the patient's condition or the outcome of the surgical procedure was received. Correction on (B)(6) 2025, service support was provided by the dealer radiology imaging solutions, with assistance from the fujifilm healthcare americas corporation service team. The investigation identified a short circuit in the internal power supply of the video processor. After reseating the power connection and removing the short, the video processor booted normally. After the repair, the system is back operational and working as designed. The problem appears to be related to an electrical connection fault (short circuit or loose contact) in the video processor's power line. No permanent damage to electronic components or software anomalies were reported. Conclusions the event was promptly addressed and resolved by technical service, and the system is back operational and working as designed. No patient harm has been reported. The issue was identified as a random hardware component issue, not attributable to a systematic design or manufacturing defect.

Event description:
On 02 october 2025, a.t.s applicazione tecnologie speciali s.r.l became aware of an issue with persona c (serial number (B)(6)). In that date, the importer (fujifilm healthcare americas corporation) informed the manufacturer a.t.s that, on (B)(6) 2025, the system tries to boot up, logo comes up on the persona c but trolley shows message. The machine is going to sleep and shuts down. The site had to bring the patient out of anesthesia because of this issue. This unit is at the customer (B)(6). On 09 september, the issue was resolved by the dealer (B)(4) with the help of fujifilm healthcare americas corporation service team. The dealer radiology imaging solutions was able to resolve the issue by finding the video processor main power supply shorted. Once reseated the power connection and prevented the short, the video processor was booting up normally. The system is back operational and working as designed. No further information about the patient conditions and surgical procedure was received.